Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d6a, d.9, h.3, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to d6a implant date - partial date 2006 adjusted to align with manufacturing date device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Clarification h.6: f2201 biopsy represents cbc-pre-op lab-work on 26nov2025.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.